Event description:
It was reported the pt was no longer feeling stimulation. Diagnostic testing identified impedance issues. X-ray results revealed the lead has pulled out of the ipg. Surgical intervention will be undertaken to resolve the issue; however, a date for the procedure has not been set.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.